Event description:
It was reported to arrow clinical support that fos catheter would not zero. They also stated that immediately after insertion, helium loss alarms were experienced. Iab was exchanged w/ datascope iab & pump. There were no reported patient complications. Datascope iab also experienced same gas loss alarms. Patient later expired unrelated to described catheter difficulty.